Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that: a patient with an old fracture underwent a kyphoplasty procedure at level l1. The procedure was completed successfully and the patient status was good. A CT scan taken the following day revealed some cement in the canal. The patient was up and moving around with no pain. No further information was reported.